Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not known. It was reported the patient noticed that they missed their appointment when their pump started alarming. When the pump was interrogated they noticed that the device had reached end of service. It was an indicated the physician was planning to replace the device. It was indicated the pump would be replaced the next day ((B)(6) 2018). The rep planned to provide additional information at a later time. It was indicated the patient had experienced increased pain. The symptoms were considered sudden. It was indicated the issue occurred on (B)(6) 2018. The patient¿s information was unknown at the time of the report. No further complications were reported or anticipated. Additional information was provided by the manufacturing representative. The patient's identifying information and device information was provided. The patient's indication for use was non-malignant pain and failed back surgery syndrome. Additional information was received from the manufacturing representative (rep). The rep reported they were notified of the event by the managing doctor and reported the patient's weight was unknown. It was reported the patient's pump had been replaced on (B)(6) 2018, and the patient was doing well. The rep reported the missed appointment was in reference to the patient ignoring end of service (eos) during normal use. It was reported the patient had reached the elective replacement indicator (eri) and he ignored the eos. It was indicated the pump had reached normal end of life, and would not be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2018 (B)(6). The hcp stated the battery, as expected, stopped working. The patient, at the time, did not want the battery replaced. The patient's weight was unknown.